Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2008 and that it had performed to spec up to (B)(6) 2011. There was no evidence in the history log that would suggest the user attempted to upgrade the software version. Routine testing did not reveal a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries.

Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.